Manufacturer narrative:
The reported event of ¿angulation behind the ring¿ was confirmed. As received, a complete lead was returned in one piece. The visual inspection of the lead found that the over molded section of the lead was bent at the distal region of the lead. The reported event was isolated to the excess silicone found at the distal end of the right ventricular shock coil.

Event description:
Before implant, a bend was noted on the right ventricular (rv) lead, therefore, the lead was not implanted. The lead (rv) was replaced to resolve the event and the patient's status was stable.